Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the order was not crossing over to es server. The customer stated that this malfunction occurred when nurse goes to pull medications and impacted multiple patient and orders. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the order was not crossing over to es server. The customer stated that this malfunction occurred when nurse goes to pull medications and impacted multiple patient and orders. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not crossing. A technical support specialist had connected to the cce and reviewed the available examples. Noticed that the tq1 segment was being used, but separated by "," instead of the required ("~"). After meditech implemented the necessary changes, the update was successful, and the messages began crossing correctly at the station. The system functioned as intended after the technical support specialist troubleshot the device.